Event description:
Approximately 15 minutes post-placement of this intra-aortic balloon catheter, an intra-aortic balloon pump's audible alarm sounded. The catheter was removed and another inserted without pt complications. The pt presented with peripheral vascular disease. The device was received and evaluated by this MFR. The engineering evaluation indicated the balloon was fully unfurled. The central lumen was kinked approximately 2cm from the distal end of the shaft inside the balloon material. Other slight bends were noted along the central lumen. The balloon was inflated to 4 psi and submerged in a water bath twice and no leaks were detached. The extension tubing was connected and the balloon was inflated to 4 psi and submerged in a water bath, and again, no leaks were noted. Advancement of a guidewire was not possible due to dried foreign matter. The device was soaked in warm water and endozine. The guidewire passed freely until reaching the kink. No leaks were detected. Follow up revealed the pt presented with peripheral vascular disease. Therefore, pt anatomy may have contributed to the kinked catheter shaft. A kinked catheter shaft would cause the balloon pump to alarm.